Manufacturer narrative:
Qn#(B)(4). Manufacturer address has been corrected to (B)(4). A device history record (DHR) review was performed on the lot number reported (13fg32), and there were no issues found that could relate to the reported complaint. The actual sample was not available for evaluation; however, the customer returned a representative sample. A visual exam was performed on the returned sample and it was observed that the connector was slightly detached from the tube. The inner diameter of the 15mm connector was measured and was found to be within specification. The outer diameter of the slick stylet stopper was then measured and was also found to be within specification. In addition, the connector insertion depth results passed release specification. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation. The dimensions for the connector and slick stylet stopper of the returned representative sample were found to be within specification.

Event description:
The customer alleges that the tube is disconnecting from the connector while bagging a patient. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tube is disconnecting from the connector while bagging a patient. No patient injury reported.